Event description:
International complaint received from the ncc. Ncc reports the male luer came off the tubing during patient use. Customer reports no injury or medical intervention. No additional information at this time.